Event description:
During dialysis treatment, the patient complained of itchiness, redness was noticed at the back of her neck (2x2 cm). The facility administrator mentioned that maybe the reaction was from the new shirt the patient was wearing. Patient was able to complete the treatment, but when the patient reached home, the patient stated the itchiness worsened and noticed more redness on multiple areas. Dialysis treatment order: patient dialyzed 3.5 hrs, bfr = 500, dfr = 800. Heparin with 1000 units bolus and 1000 units/hr stop 1 hr before end of treatment. Meds administered: hectorol 1 mg and iron 125 mg (has been given these medications before without issues). Additional information received 6/19/19: patient is doing good now with the elisio dialyzer, the staff is now priming with 1.5 l of saline and patient has not had any reactions during treatment.

Manufacturer narrative:
Investigation report is on retained samples only. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During dialysis treatment, the patient complained of itchiness, redness was noticed at the back of her neck (2x2 cm). The facility administrator mentioned that maybe the reaction was from the new shirt the patient was wearing. Patient was able to complete the treatment, but when the patient reached home, the patient stated the itchiness worsened and noticed more redness on multiple areas. Dialysis treatment order: patient dialyzed 3.5 hrs, bfr = 500, dfr = 800. Heparin with 1000 units bolus and 1000 units/hr stop 1 hr before end of treatment. Meds administered: hectorol 1 mg and iron 125 mg (has been given these medications before without issues). Additional information received 6/19/2019: patient is doing good now with the elisio dialyzer, the staff is now priming with 1.5 l of saline and patient has not had any reactions during treatment.